Manufacturer narrative:
(B)(4). According to the complainant, the suspect device has been retained and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an endostat iii rf generator was used during a procedure performed on (B)(6) 2017. According to the complainant, during the procedure, the endostat failed to transmit current. The operator attempted to switch the monopolar cord and snare however, the generator still failed to operate. The procedure was completed with a different device. There were no patient complications reported as a result of this event. It was reported that the patient had ¿no injury¿ at the conclusion of the procedure.